Manufacturer narrative:
Surgeon used disc scraper and skipped the trial insertion, attempting to force in a cage. Disc scraper volume is smaller than trial volume. Full volumetric preconditioning is necessary prior to cage insertion. Deviation from surgical technique and warnings described in the IFU were observed. Information was obtained from interview with the representative.

Event description:
Surgeon did not follow surgical technique. Cage was inserted without preconditioning of disc space with a trial. The cage fractured during forced impaction insertion of an underdistracted disc space. It was skived, causing a minor tear. Surgeon spent additional surgery time to fix the soft tissue tear and to place a new cage. The patient is fine and there are no lasting effects.